Event description:
A customer reported concerns about their pump not accurately tracking insulin units. There was no adverse impact to the customer's blood glucose level. The customer expressed intent to speak with their medical provider for further assistance and did not request any follow-up from technical support, leading to the documentation and closure of the case.